Manufacturer narrative:
H6: the previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total thyroidectomy, when the surgeon was putting the probe on the nerve, he was not getting a response (false negative), only getting a tweedle sound. They tried troubleshooting by attempting to turn down the threshold and by reintubating the patient with a new emg tube, and still the issue was unresolved. The electrode passed the electrode check screen, they changed to see the signal from 0.8 to 1.5, but could not see any response. The surgical time was extended for less an hour and the surgeon chose to finish procedure without nerve monitoring. There was no reported injury to the patient. The patient's medical history included a shoulder subacromial injection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.